Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and blurred vision. The lens was explanted in a secondary procedure after 9 months of initial implantation. The clinical reason for the explant was reduced best corrected visual acuity (bcva) with an ongoing complaint of glare. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury.

Event description:
Additional information was received stating a 20.0 diopter lens was exchanged for a 19.5 diopter due to glare, blurry vision and reduced best corrected visual acuity (bcva). This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.